Event description:
It was reported by the affiliate that the (1) er420 was used during an unk procedure. It was reported that the device was spitting clips (none fell into the pt). The case was completed with a new device and there was no consequence to the pt.